Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report. Correction to b4: date of this report of the initial report was 05-jun-2023, not 04-jun-2023. Since it was confirmed that the site successfully completed a navigated procedure with no issues after the reported event, a root cause of the reported issue could not be determined.

Event description:
The physician called in to veran technical support (vsupport) for troubleshooting because he was having issues exporting the plan from the laptop to the tower of the sys-3000. Vsupport was able to remote into the planning station. The physician was trying to export the plan via veran usb. When the export page appeared, it would begin to export and then stop at 66% and an error message, "there was an error archiving the data. Please re-insert the drive and try again" appeared. Troubleshooting was performed, which was unsuccessful. Vsupport then attempted to transfer the information via spinlink, but spinlink continued to receive a yellow caution symbol instead of a green one. Various troubleshooting steps were performed. All attempts to export were made with the veran usb and a usb the site had, both received the error message and stopped loading at 66%. After asking the physician if usb transfer is allowed at this site, he said "this is how we normally do it but it is always messing with the computer and may have put a block on the usb transfer". The procedure was scheduled as a davinci right upper lobe (rul) wedge resection with navigational marking of the rul lung lesion with dye. The procedure was reportedly completed using traditional methods of lesion marking. There was a procedure delay of 40 minutes while troubleshooting was being performed, during which the patient was under anesthesia. Other than the prolonged procedure time, it was confirmed there was no impact on the patient due to the reported issues. Since the reported event, it was confirmed that the site successfully completed a navigated procedure with no issues. The device performed as intended.

Manufacturer narrative:
D4: software 4.3.2. The investigation is still in progress. If additional information is received, this report will be supplemented accordingly.